Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the non-bsc right ventricular (rv) lead shock impedance measurement continued to fluctuate, increasing to greater than 125 ohms. The patient was to be brought in for non-invasive programmed stimulation (nips) testing, however, developed heart failure and testing was postponed. An rv lead fracture was suspected. It was noted that the non-bsc rv lead was programmed to a single coil configuration, which may have been contributing to the out of range measurements. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Approximately five months later, an increased shock impedance measurement was again observed to be greater than 125 ohms. The sales representative reported that the patient was to be closely monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that this device system declared an increased shock impedance measurement greater than 125 ohms. It was reported that the system was programmed to a single coil configuration. The health care provider (hcp) planned to review the device data and continue to monitor. To date, no adverse patient effects were reported with this clinical observation.